Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. One used catheter was received for analysis and investigation. The sample consisted of a used mahurkar catheter which came inside a plastic bag. Visual inspection was performed and it revealed that the venous extension of the catheter had an irregular cut. In addition, the extensions and clamps were reviewed and as a result no irregularities were found. An ishikawa diagram was used to determine the potential causes for this event: the reported condition has been confirmed. The physical sample involved in the reported incident was returned for evaluation. Based on the available information and the result of the DHR review that showed no deviations, it can be concluded that product was manufactured according to specifications and the device functioned as intended for an undetermined amount of time. 100% of the devices are inspected for leaks or cuts in the extensions per procedure. The most probable root cause can be considered as more likely damaged during use caused due to the use of strong cleaning agents, excessive force during of use, repeated clamping or other similar damage. The evidence provided is enough to discard the manufacturing process as a potential cause. No trends or triggers have been found, therefore, a corrective and preventive action is not deemed necessary at this time. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing operations. No additional actions are required. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the doctor was testing the blood flow through the arterial adaptor by using a syringe and noticed a leak at the junction of the extension tube and bifurcate. The catheter was removed and replaced.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the doctor was testing the blood flow through the arterial adaptor by using a syringe and noticed a leak at the junction of the extension tube and bifurcate. The catheter was removed and replaced.